Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The device recorded 3 log entries between the (B)(6) 2009 and the (B)(6) 2009, the longest of which lasts one minute duration. Between (B)(6) 2013 and the last log entry on the (B)(6) 2014 the device recorded 60 log entries all with a low battery fail. Investigation was unable to replicate or find any conclusive evidence of the reported fault. There were no manual power ups or ten minute time outs recorded in the history log therefore it is assumed the customer returned the device in response to field safety corrective action. The low battery fail can be attributed to the length of time the initial pad-pak was installed, this was likely due to a genuinely depleted pad-pak. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.